Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the treatment was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to bootup as it showed error message "button active, shut down and release button to complete start up". Review of the system log file confirmed the malfunction with the panhandle/swivel. Several instances of the speed controller were activated after the user error message. The rse identified that the pan knob was defective. The rse sent the pan handle part to the customer in the next case ID. The customer replaced the part to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave a message "button active, shut down and release button to complete start up", preventing proper booting. The customer rebooted the system, but it did not resolve the issue. The device was in clinical use at the time of the event. There was no reported patient or user harm. The patient's procedure was delayed. Philips has started an investigation of this complaint.